Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for prophylactic clip placement post-resection during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was attempted to be deployed but it was stuck inside the catheter and would not come off. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.